Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 546 mg/dl. The customer stated that he received no delivery during bolus. The customer removed the cannula and it was bent. The customer already changed out the set. The customer declined to troubleshoot for high readings.